Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of ventricular capture. The issue was resolved through reprogramming the device to unipolar configuration. The device was subsequently removed due to infection.